Event description:
Healthcare professional (hcp) reports multiple incidents of a patient reaction for the same patient with the psn 210 dialyzer used in conjunction with the medisystems fistula needle. For each incident, it was reported that approximately 30 minutes into treatment, the patient complained of itching inside of the arm of the aterial-venous access site and red dots were observed around the access site. For each incident, the patient was administered 25 mg to 50 mg of benadryl (route unknown) with relief. Per hcp she suspects that the itching and rash are associated with the fistula needle as this was the only product used on the patient that has changed recently.